Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by an MRI technician who had been calling for compatibility guidelines that the patient's implant was turned off because the device had been shocking the patient and hurting them.  It was noted that the hcp had no further detail available regarding the event.